Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused fungus in the lung, headaches, nose bleeds and sore throat. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 01, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fungus in the lung, headaches, nose bleeds and sore throat related to CPAP device's sound abatement foam. The patient was prescribed with antibiotics for fungus in the lungs. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Hairlike substance was observed on the inside of the rear panel and inside of the bottom enclosure, unknown contaminate was observed on the inside of the top enclosure and inside the ui panel, liquid ingress was observed on the p4 power connector, a contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer concludes that they were not able to directly address the patient's symptoms and they did observe dust/dirt contamination in the airpath, likely from a source external to the device. There was no evidence of sound abatement foam degradation.